Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable hba1c iii tina-quant hemoglobin a1c iii results for multiple patient samples and qc material over three days after a new reagent pack was loaded and calibration performed. Data was provided for four patient samples that were tested between (B)(6) 2017. Patient 1 initial result was 10.6% and the repeat result was 8.6 %. Patient 2 initial result was 7.4% and the repeat result was 6.2 %. This patient was a (B)(6) old female born on (B)(6). Patient 3 initial result was 6.7% and the repeat result was 5.8 %. This patient was a (B)(6) old male born on (B)(6). Patient 4 initial result was 9.3% and the repeat result was 7.7%. This patient was a (B)(6) old male born on (B)(6). The initial results were reported outside the laboratory. The repeat results were believed to be correct and were amended. The patients were not adversely affected. The customer recalibrated and all qc was within specification. The customer loaded a new pack of reagent onto the analyzer and attempted to calibrate, but got error messages. The reagent lot number was 125243. The expiration date was requested but was not provided. The field service representative could not find a cause. As a precautionary measure, he performed instrument checks and adjustments. He replaced the heat cut filter and sample probe. He ran performance testing and the customer calibrated and ran quality control for all assays with results within specifications. Upon follow up, the customer stated calibration and qc were acceptable and no further issues were reported. Further investigation of the provided data determined the high results were due to a questionable calibration performed on (B)(6) 2016. The investigation stated the customer was using very large ranges for their qc, so qc did not alert them to the poor calibration. It was confirmed the issue was resolved by the field service representative's actions.